Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 301 mg/dl and a bolus was delivered. Customer alleged pump was not delivering insulin. Customer did not provide further information. Customer did not complete a pump system check with tandem technical support and disconnected from call.